Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. One leaflet was fractured and dislodged from the orifice, but was not returned to abbott in its entirety. There were multiple chips along the top orifice rim. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet or orifice damage. However, the damage was consistent with some external force applied to the valve which overstressed the carbon material. The cause of the reported event remains unknown. Please note, per the instructions for use (B)(4), "use only the valve holder/rotator packaged with the sjm regent¿ mechanical heart valve to perform valve rotation. Use of other instruments could result in structural damage." "Using the valve holder/rotator and the flexible valve holder handle model 905-hh, or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."

Event description:
During implant of a 19 mm regent valve, a leaflet fractured into two pieces during rotation. The valve and fractured leaflet pieces were safely removed from the patient and replaced with a second 19 mm regent valve (sn unknown). The cpb/xc time was significantly extended (40-45 minutes) due to the reported event but there was no hemodynamic compromise for the patient and the patient remained stable.